Event description:
It was reported that the user experienced hyperglycemia following a leaking insulin cartridge while using the ilet, with a blood glucose reading of 400 mg/dl that returned to target after changing supplies and performing proper setup. Symptoms included elevated blood glucose. Outcomes included temporary interruption of therapy requiring supply replacement and user-directed corrective action. Investigation included troubleshooting with user education on correct cartridge fill volume, performing a rewind prior to insertion, and connecting the cartridge only when seated in the ilet, as well as shipment of replacement infusion sets to maintain therapy. Investigation of this case revealed user handling contributed to the leak due to overfilling and improper setup steps. It was concluded that the event was related to use error, with device function restored after correct procedures and replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.